Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an inappropriate shock for sinus tachycardia that the device classified as ventricular fibrillation (vf). The feature designed to compares the patient¿s current qrs waveform to a collected and stored template of the patient¿s qrs waveform during sinus rhythm was inconsistent and contributed to the inappropriate shock. A new template was collected. The device remains in use. No further patient complications have been reported as a result of this event.